Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the screen on the insulin pump was cracked. Customer mother was unable screw the reservoir, it falls out and has been taped in. Customer's blood glucose was unknown. Customer's mother stated the customer could have dropped it but she had no idea what happened. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked display window. Also with minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker. The reservoir tube lip was broken however, the test reservoir was held inside reservoir compartment.